Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the noise looking to be myopotential in nature. Ts discussed programming options, with the available programming vectors evaluated. The resulting data was evaluated and the device was ultimately programmed to secondary sensing vector. Further in clinic examination was recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the noise looking to be myopotential in nature. Ts discussed programming options, with the available programming vectors evaluated. The resulting data was evaluated and the device was ultimately programmed to secondary sensing vector. Further in clinic examination was recommended. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system exhibited t-wave oversensing in alternate sensing vector after it was examined after the patient underwent an ablation procedure. The s-ICD system was left programmed into secondary sensing vector. No adverse patient effects were reported.